Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that display screen was flashing whit. Customer's blood glucose was 112 mg/dl. After troubleshooting, display screen did return and pump received a pump error 23 alarm. Customer was advised that insulin pump would need to be replaced.